Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) #3 was giving a 319 error. The customer restarted the system, without any improvement. The technical support engineer (tse) advised restarting the system again and perform a system emergency power off (epo). The system started up with the same error. The tse checked the system logs and found error 319, indicating a defective usm. The tse suggested using 3 usms for the procedure, but that was not possible. The procedure was aborted to a second patient side cart (psc). There were no reports of patient involvement. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. Replacement in accordance with the procedure. Run all applicable dte tests; all tests passed. Fse replaced the patient side cart (psc) blue fiber cover that was missing. Fse replaced the blue fiber cable (bfc) release tab that was missing. Fse replaced the surgeon side console (ssc) blue fiber cover that was missing. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the following was found: during visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 319). The unit was also tested on a psc fixture test platform (pftp), and the fiber test failed, pointing to parallelogram and rolling loop. Once testing was completed, the parallelogram and rolling loop fiber were aba tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis.